Event description:
While placing a triple lumen PICC line I noticed the line was coiling at roughly 35cm in. After inspection of the line and wire, noticed the tip of the wire was bent, when touched the wire it broke off onto the sterile drape. A new kit was opened and inspected with no obvious signs of fracture. Inspection of the PICC line and wire was done prior to insertion with no obvious signs of fracture. FDA safety report ID# (B)(4).